Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the intracranial hemorrhage was unknown, but was possibly from the lead implant. The hcp drained the blood/back during surgery. The right lead that was nearby was fine. The patient was doing well and recovered with post-operative CT¿s looking fine. Stimulation was turned on and was already effective for the patient¿s symptoms.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Other medical products in use during the event include: brand name sensight; product ID: b3300542 (serial: (B)(6), product type: 0200-lead, implant date: on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at initial programming with the nurse, the nurse said that the patient is still having possible bleeding the brain. A computerized tomography (CT) scan was done and showed some bleeding in the brain. Patient was sent directly to emergency department for ICU monitoring. The healthcare provider (hcp) is scheduled to do surgery on (B)(6) 2024 to see what the possible call of the bleed. Deep brain stimulation has been turned off until further notice.